Manufacturer narrative:
The olympus asset evaluation findings were as follows: due to deformation of the "right/left" and "up/down" knob, water tightness was lost, due to deformation of the angle shaft, the "up/down" knob did not move smoothly, the air/water cylinder had no color, the suction cylinder had no color, due to a fray of the knob wire, the forceps skips or sway on the upper half of the endoscope image, the light guide lens had a crack, the distal end was shaved, the adhesive around the light guide lens had a crack, and the adhesive around the objective lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube and cylinder and foreign material inside the light guide lens. There was no patient involvement. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from right/ left (r/l) and upward/downward (u/d) angulation control knob. Additionally, the foreign material (dirt) inside light guide (lg) lens is due to lg lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the detection method in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event can be detected by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.